Event description:
It was reported the patient received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 71 mg/dl (compact plus meter) and 30 mg/dl (paramedic's meter). The patient had symptoms of feeling lethargic, slurring her speech, and she was unable to hold her head up straight. The paramedics treated her with an unknown IV. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.